Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to an oxygen not available reference failure when the device was connected to an oxygen tank. There was no patient harm, patient information has been requested.